Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse verified that the incubator was slipping. The fse advised the customer to perform an all set home and the system began to function. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 4275 incubator slipping detected was the incubator home error.

Event description:
On (B)(6) 2017, a customer reported error 4275 incubator slipping detected on the aia-900 instrument. The customer rebooted the analyzer but the error persisted. Also, error 4277 incubator positioning overrun occurred. Additionally, the customer was experiencing low quality control and patient samples. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.